Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign objects found in the nozzle, the evaluation findings were as follows: the scope connector was dirty due to water leakage, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a white-clouded area, switch #1 had a scratch, the "up/down" knob had corrosion, the protector of the universal cord on the scope connector side had a scratch, the plastic distal end cover had a scratch and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free clothes, brushes or sponges. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had a scope communication error code. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the nozzle.